Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 used samples submitted for evaluation. Needle disengagement difficult was confirmed upon inspection and testing of the samples. Functional testing of the samples was also performed to test the retraction capability of the samples. Functional testing resulted in needle retraction, but resistance was felt. The samples were further dissected, and their components measured. The measurements of the components all came back within manufacturing specifications. Since the components were found within specifications, we are unable to determine a root cause for the failure mode. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that 3 of the bd nexiva with bd connecta and bd q-syte safety mechanism difficulty. Lot # 2305305, 2290382. The following information was provided by the initial reporter: product is hard to insert, painful and hard to withdraw the needle from the canula.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4: medical device lot #: 2305305. D4: medical device expiration date: 31-oct-2025. H4: device manufacture date: 23-nov-2022. D4: medical device lot #: 2290382. D4: medical device expiration date: 30-sep-2025. H4: device manufacture date: 03-nov-2022. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd nexiva with bd connecta and bd q-syte safety mechanism difficulty. Lot # 2305305, 2290382. The following information was provided by the initial reporter: product is hard to insert, painful and hard to withdraw the needle from the canula.